Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet at school, the cartridge broke inside the pump, and the user could not remove it, consistent with a cartridge compartment obstruction and device mechanical breakage of the cartridge component. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included review of device data and verification of device identification and configuration, which showed no data synced for the prior period and a serial number discrepancy that required correction to proceed with replacement. Investigation of this case revealed a damaged cartridge lodged in the device and user inability to clear the obstruction, with the affected component identified as the cartridge while the retained ilet required replacement in kind. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage from dropping the device leading to a jammed and broken cartridge.